Manufacturer narrative:
The product has not been returned for evaluation. A definitive root cause could not be established. If product is returned, an evaluation will be performed and supplemental report will be submitted. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.

Event description:
Seaspine/orthofix became aware on (B)(6) 2025 that a surgeon experienced issues when using the northstar pistol reducer during a posterior cervical fusion case. Following reduction of the rod and during the attempt to seat the rod into the final pedicle screw, the pistol reducer became stuck and could not be detached from the tulip head of the screw. Multiple removal attempts were made, including levering, irrigation, and manual extraction, all of which were unsuccessful. Due to limited space, the surgeon was unable to cut the rod or remove the screw by "helicoptering" it out. As an alternative, a burr was used to cut through the distal tip of the instrument to splay the connection point between the instrument and the tulip head of the screw. This resulted in the generation of metallic fragments. Despite extensive efforts using a magnet and approximately 3 liters of irrigation solution, not all metallic debris could be retrieved. The procedure took an additional 30 to 45 minutes.

Manufacturer narrative:
D9: device available to evaluation updated to yes and date returned to manufacturer added h3: updated to "yes". Investigation conclusion: the returned pistol reducer instrument was found to be permanently damaged after being modified intra-operatively with a burr device to disengage it from the surgical construct when it became stuck. Photographs document the altered condition on receipt. Due to this modification, functional testing and further evaluation were not possible. Review of the device history record confirmed the revision "d" instrument was manufactured and released in july 2021 and shipped to australia in december 2021. The device had been in clinical use for approximately four years and was subject to multiple use and reprocessing cycles. Historical complaint data identified an increased incidence of sticking/binding associated with the revision "d" design in 2022. Engineering investigation attributed this to tolerance stack-up within the jointed assembly under worst-case conditions. Design and tolerancing updates were implemented in revision "g" in september 2022, mitigating this risk. As corrective actions have already been implemented and no new failure modes were identified, no further escalation is required. The manufacturer continuously monitors complaint trends to identify opportunities for product improvement. Every complaint reported to the manufacturer is evaluated and investigated. These events are also tracked and monitored via manufacturer's quality management system. No further action is required at this stage.